Manufacturer narrative:
Corrected fields: g3(unselect distributor/importer), h11. This supplemental report is being submitted to provide a correction and results of the final investigation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of issue was due to deformation of cable unit, there was noise in the image and no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the autoclave camera head had lines and dots appeared on the screen during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise in the image; no image. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.